Manufacturer narrative:
Additional information to include phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. Manual compression was used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. Manual compression was used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2115301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrect preparation of the device, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.